Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown morphine 25mg/ml for a total dose of 12mg/day via an implantable pump for known no indication for use. It was reported patient had symptom return. It was unknown what factors may have caused, contributed, or may have led to the event. Per the patient, the catheter access port (cap) was accessed on (B)(6) 2017. It was noted that the patient's pump and catheter were replaced on (B)(6) 2017. It was noted that the pump and catheter were discarded and will not be returned for analysis. It was noted that the issue was resolved at time of report and patient's status at time of report was "alive-no injury." It was noted that surgical intervention did occur as the patient's intrathecal catheter was found to be broken intraoperative. The catheter was replaced with a new catheter and the pump was replaced as well. The patient's weight was noted as (B)(6). Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.